Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms when attempting bolus delivery. Reportedly, the customer received an injection of novolog to reduce blood glucose level (>600 mg/dl). Customer changed out cartridge and infusion set and no further occlusion alarms occurred.